Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 - date device returned to manufacturer. H6 - codes updated to imdrf codes. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that sistema de cemento vertecem v+ . Esteril was stuck as the cement inside the mixer was observed to be hardened. The hardened cement inside the mixer caused the handle to be stuck. No other issues were identified with the returned device. No new additional information can be added by reviewing pc-000982814_sp202100274_local letter.pdf". The dimensional inspection was not performed for the sistema de cemento vertecem v+ . Esteril as it's not pertaining to the complaint condition. The functional test was not able to be performed as cement was hardened. However the retain samples testing was performed by the vendor, osartis. The result of the testing revealed no deviations; hence the possibility of faulty product was excluded. See attached "abschlussbericht rm2021-93.pdf" for full report from the vendor. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the sistema de cemento vertecem v+ . Esteril. The cement could have hardened due to cement exposed to the external environmental conditions. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following documents reflecting the current and manufactured revision was reviewed: 111_06260_000_riwisa rev f (current & manufactured). 111_00171_000_riwisa rev b (current & manufactured). Vertecem v+ cement kit: 160-0357_aap, version 18 (current & manufactured). No discrepancies or issues were identified. Device history lot - part: 07.702.016s. Lot: 1b53380. Manufacturing site: selzach. Supplier: osartis gmbh. Release to warehouse date: 02 february 2021. Expiration date: 01 february 2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 the patient underwent a percutaneous vertebroplasty (l1) to treat a compression fracture. Twenty-six (26) minutes passed after the cement materials were mixed and it was not possible to apply the cement inside the syringe to the cement needle. The cement would not push out of the syringe. A second set of cement materials was taken out of the refrigerator and quickly mixed up. Several syringes were filled up with the cement, however the cement became stuck inside the connector. The viscosity was checked and seemed normal. There was resistance when the white handle was used without connecting the inflation system to a syringe. There was also some resistance when operating the handle but a small amount of the cement came out. Finally, a 3-way connector was connected to the inflation system and there was more resistance when operating the handle. The room temperature during the procedure was kept at 24 degrees centigrade. The procedure was delayed less than 30 minutes. This report is for 1 vertecem v+ cement kit. This is report 2 of 2 for (B)(4).